Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported respiratory failure, usual interstitial pneumonia (uip), sepsis, infection, de-conditioning and patient outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists respiratory failure, infection and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to respiratory failure, usual interstitial pneumonia (uip), recurrent sepsis, and de-conditioning. The device will not be returned. Additional information stated that patient had recurrent pseudomonas pneumonia, line infection on the peripherally inserted central catheter (PICC). It was treated with antibiotics, and were all during the same admission. It was reported the device operated as intended. No autopsy was performed.